Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that water was dripping from the gastrointestinal videoscope if nothing was done. The issue was found during preparation for use. A similar device was used to complete the procedure. There were no reports of patient harm. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. In addition to the findings in b5, evaluation found the bending angle in up direction did not meet the standard value due to wear of angle wire; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover had chipped; plastic distal end cover, connecting tube, grip, universal cord, objective lens, forceps elevator lever, forceps elevator knob, upward/downward and right/left angulation control knob, protector of universal cord on suction connector side, switch box, switch 1, scope cover, suction connector, control unit have scratched; universal cord coating, indication on suction connector were peeled; forceps channel port was shaved; switch 4 was worn out; universal cord had a wrinkle; control unit has discoloration; electrical connector had discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.